Manufacturer narrative:
The evaluation revealed that the returned implant had normal wear patterns on the articulating surface. The damage observed on the locking tabs and edges most likely occurred during the extraction of the implant. At the current time the cause of the event cannot be determined.

Event description:
It was reported the implant was explanted per the surgeons decision. The doctor saw a slight sign of osteolysis on the x-ray. The patient had no issues with the original implant and was not in any pain. He made this decision based on the newer implant would last longer and be potentially more beneficial for the patient. The patient had no complaints and was not in any pain. The original date of surgery was (B)(6) 2014. The surgery was successful and the patient was fine. The doctor is returning the implant for examination. This was a (B)(6) male patient. The quality of bone and age of the patient was not known at the time of the call. Additional information obtained 8/13/2018: the surgeon took an x-ray of the previously performed tka of patient¿s knee and discovered a slight sign of osteolysis on the patient¿s x-ray. It was reported that the patient was not having any pain or issues with these original implants. The surgeon thought it was possible that the post from the poly bearing ps might be loose and possibly allowed some debris to migrate below the tibial tray which might have led to the osteolysis. During the (B)(6) 2018 revision procedure the surgeon found no sign of the ps from the bearing being loose. Surgeon then decided to explant the existing poly bearing (ar-513-bh13, lot 113601409) and replace it with a newer implant which would last longer and be potentially more beneficial for the patient. No other original tka implants were explanted during this revision. All other components were left intact. The surgeon did note that the explanted bearing device showed some wearing on the medial side. The patient is reported to be overweight. Surgeon has requested that the device be evaluated. Date of original surgery was (B)(6) 2014, not (B)(6) 2014 as originally reported.